Event description:
Customer states that a known anti-fya pt was interpreted as negative by the ortho provue analyzer while performing an antibody identification test. However, upon visual inspection of the gel card the result was positive (1+). The pt had historically typed as anti-fya positive. Visual inspection of results supported the pts history.